Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed at the hospital.

Event description:
Primary procedure, left femur. It was reported that the surgeon removed the targeter before locking distally. When then attempting to drill to lock distally, the tip of the drill bit broke off in the patient. The tip remained in patient. A surgical delay of 1 hour was reported.

Event description:
Primary procedure, left femur. It was reported that the surgeon removed the targeter before locking distally. When then attempting to drill to lock distally, the tip of the drill bit broke off in the patient. The tip remained in patient. A surgical delay of 1 hour was reported.

Manufacturer narrative:
The reported event that drill, ao small gamma3 4.2x300mm was alleged of issue -a (instruments - drill - broken) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the risk management file and complaint history, some of the possible causes could be handling failure, mechanical overstressing etc. As per risk management file, in most cases breakage of a drill does not cause much problem because the fragments are easily removable and no significant soft tissue damage would occur. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.